Event description:
Corneal burn occurred during procedure.

Manufacturer narrative:
H11: partial info in section f provided by customer's initial report. No additional info received to date. F-10: 1757 - labeled; 1422 - na. Codes provided by MFR. B-4: 8/1/96.